Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of ¿high¿ on the continuous glucose monitor. Multiple attempts were made by tandem technical support to follow up with customer regarding the issue, however, no response was received. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.